Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin.net transmission. The patient was asymptomatic. Programming changes were recommended. The patient is stable.

Event description:
New information received indicates that new episodes of non-sustained rv oversensing due to post-sensed t-wave were noted. Programming changes were made.

Manufacturer narrative:
(B)(4).